Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door wouldn't open. A field service engineer removed the back panel, found no lights on the bus controller, and shut down the station. The fse discovered a thermal event on the l board and replaced the drawer board, retractor band, and controller board. Protective tape was added to sharp edges. Protective measures were added to the back of the cage, and a spare drawer controller was used. All cables were checked; drawers were aligned and tested upon startup. All drawers are accessible. The system functioned as intended after the field service engineer repaired the device. Based on the investigation findings this case has been deemed reportable as a thermal event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the door would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.